Event description:
Stapler misfired. The surgeon does not know. The nurse thinks it is the way the surgeon pushed the button on the stapler. Representative is coming to re-educate. Changed staplers and proceeded with surgery.

Event description:
The user experienced an issue with low acetaminophen results compared to another method. The user provided a pt correlation between the enzymatic method and the modular p analyzer. Of the 21 sample results provided, 13 were found to be discrepant. No specific date of testing was provided. Results are enzymatic result followed by modular result and are in ug per ml. Sample: 1: 23, 13. Sample 2: 31, 20. Sample 3: 33, 22. Sample 4: 31, 24. Sample 5: 0, 29. Sample 6: 52, 39. Sample 7: 61, 46. Sample 8: 118, 97. Sample 9: 171, 134. Sample 10: 192, 156. Sample 11: 202, 167. Sample 12: 520, 269. Sample 13: 638, 484. No info was provided to determine if any erroneous results had been reported or if any pts were adversely affected. If additional info is received, appropriate notification will be provided.

Manufacturer narrative:
A comparison study for acetaminophen was performed during the investigation using 30 patient serum samples. The correlation samples were analyzed by three different roche instruments and by a reference method (lc-ms). The results of the correlation study showed good correlation between the three roche instruments and with the (lc-ms) reference method. The acetaminophen assay is performing within specification.